Event description:
It was reported that after replacing a teflon infusion set, the user experienced rising blood glucose that reached 354 mg/dl and did not correct until the infusion site was changed, after which glucose trended down to 266 mg/dl and continued decreasing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose outside target for approximately 2.5 to 3 hours without use of backup therapy or medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the event was consistent with infusion delivery difficulty at the initial site without occlusion alarms, and improvement followed site replacement. It was concluded that the cause of the hyperglycemia was unclear and likely related to site performance rather than a systemic device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.